Event description:
This device was collected along with ees# 98627. It was reported that 1 device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the al326 instrument is misfiring (no clips are coming out). There was no consequence to the pt.